Event description:
It was reported a philips sonicare series 7400 powered toothbrush melted during charging. No injury was reported. Device return anticipated but not yet delivered/received for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in canada. Device return anticipated but not yet delivered/received for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event causing the melting of a battery would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.